Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communication anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that tubing had air bubbles. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.